Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks and pieces missing on battery compartment and on the top of the reservoir there are a piece broken off. Customer stated that the pump was dropped. Customer called was lost and tried to call back but no answer. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 780 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was in intensive care unit with insulin drip. Customer was off the pump for an hour or something. Customer was unable to troubleshoot now does not have pump and will call back later when she has her pump.